Event description:
It was reported the device was not working again. The issue found during an unspecified procedure. According to the reporter, it was dropped two weeks ago and not useable , customer were able to repair and now it is not working again. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found output voltage low due to faulty power supply .

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation service repair noted, the left handle was broken and almost all the snaps that hold psu (power supply ), aux (auxiliary) and pkrf boards are broken. Service repair confirmed with these findings that these damage found attributed to the device was dropped. In addition, during test adjust ¿the voltage and current check boost into 1k¿ found unstable due to faulty pkrf board. During testing found the output voltage low due to faulty psu board. The current software is v2.07.the top case and bottom case have multiple minor scratches can use as is. Review of fault log showed 100 ref 10, five times indicated (software execution failure (watchdog reset). The generator software routines were interrupted unexpectedly by a watchdog reset) this can be cause by power¿ brown outs¿ or internal faults). Error 600 ref 15, two times indicated hand switch button stuck. The usual cause is that the relevant hand switch is held down by the user or there is a faulty accessory. Evaluation findings found damaged pkrf board and psu board and likely could be attributed to the device was dropped and this resulted damage in the generator components. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Updated fields: h4, h6, and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation determined that the subject device had failed the functional tests because of faulty pkrf and psu boards. The investigation was unable to determine if the boards were damaged by the drop. A device history record (DHR) review was not performed as part of this investigation because the subject device was previously serviced. The most recent service records showed no device abnormalities. Therefore, it is unlikely that the device problem was related to the repair. The investigation did not establish the root cause of the aforementioned board failures. Olympus will continue to monitor field performance for this device.

Event description:
Updates on event reported by the customer: communication with the customer, the following information conveyed : the problem was discovered when prepping for the procedure. It was noticed that the unit did not look right and saw a large gap between the upper case and the fascia. Then when turned on it had crazy display symbols. Case was completed using another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates regarding the event reported. Additional information aside from the updates in b5 : customer (clinical engineering technician at the hospital) also stated that when the device was brought to him , he did open the unit and found a ribbon cable disconnected. He re-fastened it and made sure the rest of the cables and boards were secure. He turned on unit and it booted normally and actually functioned. Customer stated the doctor had another scheduled case after the 1st one and needed it. Customer stated he returned it to service after testing passed. Doctor used it successfully for that next case. After that case it was brought to him again so he could send it out for repair ( to olympus) and it would then no longer boot up again. No other information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.